Event description:
It was reported that a patient has been experiencing chest pain and trouble with swallowing and was requesting to have their device disabled. The patient is now wanting to move forward with device removal as they have been having problems with the placement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient is having issues with swelling in her throat and also difficulty swallowing so the patient was seen by ent who assessed the patient to have partial left-vocal cord paralysis. The patient also reported chest pain and numbness. It was noted that the patient did have a strangulations episode and her symptoms started after this but the patient has never had a full evaluation since the strangulation episode.

Event description:
Additional information received noting that the patient had their device explanted. The explanted generator has not been received by product analysis to date.